Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) leads had elevated thresholds. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 7304 implantable cardioverter defibrillator (ICD) implanted: 2009 (B)(6); product ID 6932 implantable tachy lead implanted: 2003 (B)(6); product ID 5076 implantable pacing lead implanted: 2003 (B)(6). (B)(4).